Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated field: f10.

Event description:
It was reported that during a diagnostic colonoscopy, the videoscope had exhibited an error code b30. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was then completed with a similar device. There were no reports of adverse patient sequelae.